Manufacturer narrative:
Additional/updated information was added to reflect the motor being returned to the manufacturer for evaluation. However, it was unable to be tested due to a crushed brake cap and cut in the power cord with visual damage to shipping box, so the complaint could not be verified.

Event description:
Left motor gearbox locking up, causing the chair to go into circles.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left motor gearbox locking up, causing the chair to go into circles.